Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): no anomalies found; full lead returned and analyzed.

Event description:
It was reported that there was intermittent capture, that the lead dislodged and was repositioned twice, and that the threshold increased four times since implant. The lead was explanted and replaced. No patient complications have been reported as a result of this event.